Event description:
The dealer reported that, on (B)(6) 2024, the end user was in a vehicular accident. Per the dealer, the paramedics on the scene had to take the wheelchair apart to remove the end user. The dealer stated he did not have any further information on the accident. The dealer stated the end user was hospitalized because of the accident. There was no information provided on what specific injuries the end user sustained or what treatment options were necessary.

Manufacturer narrative:
Discussion: in evaluating the complaint, the dealer reported that, on (B)(6) 2024, the end user was in a vehicular accident. Per the dealer, the paramedics on the scene had to take the wheelchair apart to remove the end user. The dealer stated he did not have any further information on the accident. The dealer stated that the end user did not want to be contacted about the incident. There was no evidence provided that the wheelchair malfunctioned. The dealer stated the end user was hospitalized because of the accident. There was no information provided on what specific injuries the end user sustained or what treatment options were necessary. Conclusion: in conclusion, there is no evidence of malfunction from the wheelchair. Due to the allegation of potential serious injuries that required hospitalization, this MDR is being filed.